Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was found inside the tubing of an amia automated pd cycler set; further described as ¿line with the black substance was the line on the right hand side closest to the machine; melted black ant in the tubing." This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank). B5: the registered nurse (rn) reported the black substance in the tubing was ¿very hard¿ and was in ¿the top line¿. Rn described the substance appeared "as a melted black ant in the tubing", however, the rn confirmed there was no insect inside the tubing. H11: the device was received for evaluation. A visual inspection with the naked eye identified a particulate matter (pm) inside the white clamp supply line tubing. The pm was black, round, jagged and hard. The pm was inside the fluid pathway, embedded and partially encapsulated. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue identified as a pin build up of burnt plastic material broken off during the extrusion process in production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.